Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) would not advance through the cartridge. While the technician was loading the lens, the injector travelled over the trailing haptic, and tech said it would not catch. Additional information was requested.

Manufacturer narrative:
The lens was returned between the loading area and the nozzle entry area of a cartridge. An inadequate amount of viscoelastic was observed dried in the cartridge. The lens is pressed up instead of biased down. The cartridge has evidence it was placed into a handpiece. The associated qualified handpiece was also returned and functionally tested per the directions for use (dfu). Product history records were reviewed and the documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic was not provided. The root cause is most likely related to a failure to follow the dfu. The dfu instructs to bias the lens down before advancing the lens in the cartridge. Failure to follow this step can cause the lens to advance incorrectly. The dfu also instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The associated qualified handpiece was also functionally tested per the dfu. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The cartridge was placed into the handpiece. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The manufacturer internal reference number is: (B)(4).